Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician had difficulty advancing the lead through the catheter even with the use of silicone oil. The lead was not implanted.